Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the events (b30 and no image) occurred due to one of the following; a conduction failure of the circuit board inside the scope connector caused by water invasion, and/or a failure in the charge-coupled device (ccd) unit caused by stress applied to the bending section and universal cord. The event can be prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope displayed b30 (scope communication error) code during preparation for use. The unspecified diagnostic procedure was completed using another device. The patient was not under sedation and there was no reported patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of b30 (scope communication error) code was not confirmed. In addition, due to a pinhole on bending section cover, water tightness was lost. The universal cord had a dent. Scope connector had a crack. Bending tube had a dent. The scope data was not stored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.